Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon device interrogation, the right atrial lead exhibited loss of capture and sensing anomaly. Lead fracture was suspected. The lead was explanted and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).